Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided of the filter in-vivo, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed. ¿device breakage or failure or inability to retrieve implanted device as described in IFU, possibly requiring another intervention or treatment modality to complete procedure¿, "vena cava or other vessel injury or damage, including rupture or dissection, possibly requiring surgical repair or intervention" and "injury or damage to organs adjacent to vena cava, possibly requiring surgical repair or intervention" are potential complications cited in the IFU associated with this product. It is unknown how many days following implant that the retrieval attempts were made.

Event description:
According to the notice received by way of a civil action complaint filed on (B)(6) 2017, the patient was prescribed and implanted with an option retrievable ivc filter on or about (B)(6) 2015. The patient had a scheduled retrieval on an unknown date. The physician(s) were unable to retrieve the filter as it had become embedded and the struts of the filter perforated the caval wall. The patient had a second schedule retrieval on an unknown date and the physician(s) were able to successful retrieve the device. The patient alleges ¿life-threatening injuries and damages and require extensive medical care and treatment.¿ argon¿s attorneys are attempting to gather information.